Manufacturer narrative:
Medwatch sent to FDA on 06/02/2016. Further information from the reporter regarding event has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device will not be evaluated as it remains implanted. Device labeling: in addition, concerns have been raised regarding potential damaging effects on children born to mothers with implants. Two studies in humans have found that the risk of birth defects overall is not increased in children born after breast implant surgery. Although low birth weight was reported in a third study, other factors (for example, lower pre-pregnancy weight) may explain this finding. This author recommended further research on infant health. A review of the evidence did not find that offspring of women with implants were at an increased risk for esophageal disorders, rheumatic diseases, or congenital malformations.

Event description:
Patient reported child being diagnosed with a "connective tissue disorder." No indication of treatment. This event is not side specified. This medwatch represents the right side. See MFR # 9617229-2016-00050 for the left side.